Event description:
The customer reported that the key did not open the lock, and sometimes would not fit into the lock. No pt injury was reported. Eval of the returned product found that the buckle on the connecting strap was broken and did not stay closed.

Manufacturer narrative:
The product was returned for eval. Inspection found that the buckle on the connecting strap was broken and missing the pin. The broken buckle did not stay closed. The other buckle opened too wide. The damage to the product indicates abuse related to use of the product. (B)(4).